Manufacturer narrative:
According to clinical support, rainbow glare effect is a general side effect that is mentioned in laser manuals. There is no indication that the product malfunctioned. The manufacturer internal reference number is: 2017-01817.

Event description:
At one month post operative appointment, the patient reported three distinct lines of rainbow glare. The patient was referred back to the laser center. Rainbow glare was found in the right eye with possible improvement. The patient will be seen regularly to monitor changes. Possible surgical intervention if no improvement.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A physician reported a patient with rainbow glare post lasik. The patient noted that rainbow glare is when looking at lights. Additional information has been requested.